Event description:
It was reported that prior to a tonsillectomy procedure, the pt was burned in the corner of the mouth through contact with the black instrument. The severity of the burn is unk. The surgeon did not use the protective sleeve during the procedure.